Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received a dbs system for parkinson's disease, which includes two dbs extensions with the same lot number. It was reported during the patient's surgery to replace the ipg (battery depletion), the physician noticed a high impedance contact on one of the electrodes. Troubleshooting identified an issue with the extensions. As a result, the physician explanted and replaced both extensions which resolved the issue.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. 2b (device product code) is only populated for resubmission purposes. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.